Manufacturer narrative:
Corrected h8: initially reported incorrectly as "reuse of a single use medical device"

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, limited mobility, and a constant limp. Update: 12/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate during surgery a small crack in the medial calcar was found after sleeve was seated. Records are available for further review. Update 12/30/2016¿ pfs and medical records received. After review of the medical records for MDR reportability, a revision operative note for (B)(6) 2016 indicates "revision of a previous hip revision" from 2007. The operative note from (B)(6) 2016 does not indicate what implants were explanted. The medical records nor the pfs contain any other information regarding a revision in 2007. It is unclear therefore, when the reported depuy products (implanted in 2005) were explanted given the current information (although because of the operative note (B)(6) 2016, it is clear they are no longer present in the patient). Added patient harm and FDA codes for fracture-intraop major (intraoperative fracture of calcar requiring cable on (B)(6) 2005), and poor joint mechanics/loss of range of motion. The complaint was updated on: 1/16/2017. (B)(4) is a reopen of (B)(4) due to additional information received: update 18 apr 2018 - pinnacle ppf and medical records received. In addition to what was previously reported, ppf alleges bone and component fracture. After review of the medical records for MDR reportability, patient was revised to address loosed stem and acetabular component. Revision note reported of loose stent in the femoral canal, split in the femur and lots of bony defect. The acetabular component was removed as well. It was also reported that patient had seen in the ER due to fall. Doi: (B)(6) 2005- dor: (B)(6) 2016, (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.